Event description:
The costumer reported that the event occurred before procedure, and it was completed without delay using a different device.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of device history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the ¿no image¿ malfunction would likely be related to physical stress in the insertion section, while the user was handling the subject device causing damage to the electronic components. The event can be prevented by following the instructions for use which state: important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During device testing, the reported issue was confirmed. Inspection of the device showed there was fluid ingression in the connector which likely caused the image issue. Inspection also showed evidence of third party repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was reported the bronchovideoscope relayed no image. The issue was found during inspection prior to use. There were no reports of patient harm.